Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer is a nurse and her son is the patient who uses the rusch catheter urine bag. The product has caused the patient to bleed which is not normal, not enough lubricant is provided and the adhesive included is not is not good material. She states that the product is prescribed by a doctor and receives the product via medicare, she does not purchase it. She has attempted to communicate directly with the provider but they do not listen to her and she has been told that she needs to contact the manufacturer, teleflex. It was also noted that they have had issues with the bag leaking. The patient's current condition was reported as doing fine and that no further treatment was required.